Event description:
My insurance switched from covering lifescan blood glucose monitors to covering abbott diabetes free style blood glucose monitors. These free style blood glucose monitors all state that my blood glucose is 68 mg. The 120 mg higher than what my actual blood sugar is. I've woken up 10 or more times since (B)(6) 2010 with the emergency squad at my house with an i.v. In my arm, because these free style blood glucose monitors repeatedly give false results. I've run free styles control solution test and they pass. The last time this happened was on (B)(6) 2010 being once again awaken by the emergency squad. The following day I had an appointment with my endocrinologist, (B)(6). I checked my sugar in dr (B)(6) office with my free style freedom lite meter it said my blood sugar was 189. Dr (B)(6) nurse checked my blood sugar one minute later with a ascensia contour meter and my blood sugar was 69, not 189 like the free style meter said. These free style meters need to be pulled off the market. They aren't reliable or close to accurate at all. I also, made my pharmacy replace the first free style meter after I left my doctor's office. The new one still reads 60 mg higher than what my blood sugar is. I'm just glad dr (B)(6) gave me a ascensia contour meter and some sample strips, so I could reliably test my blood sugar. I've been a diabetic for over 30 years now. I've used numerous blood glucose monitors since 1985 when they became available. These abbott diabetes care free style meter's are the first unreliable blood glucose meter's I've ever seen. They definitely don't belong being sold to diabetics, as they give false results that can kill you. Dose or amount: #1 & #2 - dose or amount: test 4 times daily, frequency: test 4 times daily. Dates of use: # 1 - (B)(6) 2010 - (B)(6) 2010. #2 - (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: #1 & #2 - type 1 diabetes - insulin pump controlled. Event abated after use: # 1 & #2 - yes. Event reappeared after reintroduction: #1 & #2 - yes.